Event description:
Information reported by healthcare facility: on (B) (6)2005, the patient underwent a ventral hernia repair procedure with mesh placement. The patient was subsequently diagnosed with a hernia recurrence at the site of the previous repair. On (B) (6)2010, the patient underwent open repair of the recurrent ventral hernia, a mesh explant was performed. According to the medical records provided, on (B) (6)2010, the patient assessment reports a recurrent ventral incisional hernia now extending to right of umbilicus. The surgeon notes, "this likely is indicative of the sutures having pulled away from the kugel composix mesh." Additional operative medical records provided note the patient underwent explant of the mesh and repair of the recurrent hernia. The medical records report the mesh failed over the right aspect, and as the mesh was encountered it was evident that it was somewhat contracted and wrinkled. Decision was made to try and remove the mesh as there appeared to be a few adhesions of the bowel or omentum to it. Small number of adhesions of the omentum to the undersurface of the mesh were taken down.

Manufacturer narrative:
The sample was received and evaluated. The returned sample patch was noted to not be completely oval with a minor amount of contraction noted. The eptfe overlap was noted to be curling toward the eptfe side of the patch. The evaluation of the eptfe side of the mesh, found that the eptfe was covered with a layer of neo-peritoneum. No evidence of adhesion were noted to be to the eptfe material, though a small amount of tissue was noted to be attached to the neo-peritoneum layer. On the polypropylene mesh side ingrowth of some type of hollow visceral tissue, however, from our evaluation, we are unable to determine if or how this tissue ingrowth may have contributed to the overall patient event. The ring pocket was visually and manually examined and the ring appeared to be fully intact. A DHR review has been conducted. All paperwork appeared complete and accurate. Currently, it is unknown whether or not the device may have caused or contributed to the event. While the sample evaluation did not identify any specific device failure, based on the evaluation, we could not determine if or how the device may have contributed to the patient event including the patient's hernia recurrence. Hernia recurrence is a known possible adverse event and is covered in the adverse reactions section of the instructions for use for this product.